Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. While repositioning lead, which required multiple attempts to extend and retract the helix. The helix eventually stopped extending and retracting. The ra lead was explanted. No additional adverse patient effects were reported.